Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the emend solution infusing on a non-carefusion secondary tubing backed up into the alaris primary tubing infusing normal saline fluids. The primary tubing had to be clamped so the patient could receive all of the medication. There was no patient harm.

Manufacturer narrative:
Concomitant products: 250ml IV bag labeled fosaprepitant lot: j5p303, exp: november 2017, therapy date (B)(6) 2016. The customer¿s report of back flow from secondary to primary was confirmed. The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of two particles located between the housing seal area and the affixed silicone diaphragm disk. The sizes of the particles were measured to be 0.0334¿ and 0.0719¿ long. The particles were identified to be cellulose and polyester. The root cause of the back flow failure is due to particles found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the cellulose and polyester was not identified.